Event description:
A customer observed that the mts 0.5 ml dispenser did not dispense the correct volume. Incorrect dispense volume may lead to erroneous test results and the possibility of transfusion of incompatible blood. There was no report of harm as a result of this event.

Manufacturer narrative:
Since the device is a disposable device. The customer was sent a replacement and the device in question was discarded. No evaluation was performed prior to disposal. The root cause of the event is unk.